Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2021 with blood glucose level was below 30 mg/dl. Customer was unresponsive and were unable to eat a glucose tablet. Customer couldn't get anything down them, and hence they called in for emergency medical services. The blood glucose level raised to 72 mg/dl after glucagon treatment was given at hospital. The insulin pump will not be returned for analysis.